Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the battery cap was damaged. The pump user guide instructs that the battery cap must be replaced a minimum of once a year. There is no evidence that the battery cap was replaced by the user. The pump was evaluated using a replacement battery cap and was found to be operating within required specifications and delivery accuracy.

Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt reported that her battery cap would not properly attach and the pump was resetting itself without intervention.